Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2017. The patient did not experience any symptoms related to the refill issue of the pump could only be filled with 30 ml. There was no troubleshooting performed related to the refill issue. The actions/interventions taken were the pump was filled again on (B)(6) 2016 and the full 40 ml was able to be inserted. The cause of the refill issue was not determined. The refill issue had been resolved. The pump was filled normally on (B)(6) 2016. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2017. The patient¿s weight at the time of the event was (B)(6) pounds.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained fentanyl (concentration 2000 mcg/ml, dose 1050 mcg/day), hydromorphone (concentration 3.8 mg/ml, dose 2 mg/day), and bupivacaine (concentration 18.2 mg/ml, dose 9.56 mg/day). It was reported the patient¿s pump could be aspirated, but unable to be filled. The hcp stated they were able to aspirate, but could only fill with 30 ml of fluid. The manufacturer¿s refill kit was being used. The hcp stated that they updated the reservoir volume with 30 ml and would attempt to refill normally next time they see the patient. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.